Manufacturer narrative:
Eval: underwater leak testing disclosed a leak in the membrane. Under microscopy, a penetration was seen within a whitish patch. The patch, when stained, exhibited the typical appearance of an abrasion mark. Probable cause of difficulty: the ragged edged penetration located within an abrasion mark is typical of that produced by calcified plaque during iabp.

Event description:
The "leak in iab circuit" alarm sounded from the system 90 pump. (Event complications: none from the event- reported 10/31/97.) (Pt's current status: unk-rpt'd 10/31/97.)